Event description:
The patient's mother reported on (B)(6) that she was doing an infusion set change and the display had timed out before she filled the cannula. She heard the pump delivering a bolus dose and pushed a button to stop it. She went to the bolus history and it showed that 0.55 of 4.55 units were cancelled. There was no reported patient impact associated with this complaint. This complaint is being reported due to the unresolved bolus issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the down arrow and ok buttons. During testing, the down arrow and ok buttons were intermittently unresponsive; the up arrow and contrast buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the down arrow and ok keys were found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen.